Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and vela suprarenal extension to treat an abdominal aortic aneurysm. Approximately five (5) years post initial implant a review of the patients routine follow-up CT scan revealed migration (unknown distance) and lateral displacement. The physician has elected to perform a secondary procedure which as been scheduled for a future time. No further additional information or patient sequelae has been reported at this time.

Event description:
Additional information received per clinical assessment confirming that the physician elected to treat the patient by implanting non-endologix devices on (B)(6) 2019. In addition, clinical confirmed that the reported migration and lateral displacement occurred at the proximal extension.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: migration of 14mm, displacement, and buckling of the proximal extension. There was unsubstantial evidence to support the reported migration of the bifurcated device. The event is primarily anatomy-related due to the aortic remodeling (pre-implant aortic neck pf 17°, neck increased to 97°at time of event). In addition, the proximal neck was 9mm long pre-implant, while the IFU states it needs to be greater than or equal to 15mm; the short landing zone could have been a secondary contributor to the fixation of the proximal extension. The procedure-related harms for this event could not be determined. The final patient status was not reported, however, an angiogram dated (B)(6) 2019 showed a successful secondary endovascular procedure with non-endologix stents. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.